Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for shortness of breath and worsening heart failure. Echocardiogram showed right ventricular dysfunction and the ventricular septum shifted leftward. The ventricular assist device (vad) exhibited low flows and low power. The patient was treated with intravenous (IV) diuresis. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that the patient expired after developing hypoxic respiratory failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, respiratory dysfunction, worsening heart failure, bleeding, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of respiratory dysfunction and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated fields: b2. Outcome attributed to adverse event and date of death b5. Event description h1. Type of report h6. Patient codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient also had melena when they presented to the hospital. The patient developed hypoxic respiratory failure and required transfer to the intensive care unit (ICU). The patient opted for comfort measures and expired.